Event description:
Customer reported device = 462 mg/dl. Customer did change normal medication based on this result. Customer went to the emergency room. Hospital device = 58 mg/dl. Customer was treated with an IV at the hospital, bmp, had lab work performed, and an EKG. Customer was then released. No controls used. A request was made for return product and replacement product was sent.